Event description:
It was reported that a device alarmed for system error 322. It was also reported that there were no patient injuries.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.